Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00653. It was reported the patient had high impedances. In turn, the extensions were explanted and replaced to address the issue. Therapy restored postoperatively.